Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected high out-of-range shock impedances on this right ventricular (rv) lead. All current measurements are stable and within range. There was no evidence of oversensed noise. No adverse patient effects were reported. The physician elected to monitor the patient. The device remains in service.

Event description:
New information indicates that this device was emitting tones due to intermittent but recurrent low out out-of-range shock impedances. The physician suspects electromagnetic interference (emi) as the root cause. No intervention was performed and the patient will be monitored.